Event description:
It was reported that prior to the start of a da vinci-assisted high anterior resection surgical procedure, there was a communication fault reporting to the surgeon side console (ssc) sn (B)(6). Technical support engineer (tse) guided customer in restarting the system and reseating the blue fiber cable on the vision side cart (vsc) top port and at the ssc, but after the restart the problem remained. The customer decided to use their second surgeon console during this procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised the customer to restart the system and reseat the blue fiber cable on the vision side cart (vsc) top port and at the surgeon side console (ssc), but after the restart the problem remained. The customer will work with their second ssc during this procedure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.